Event description:
The lay user/ patient contacted lifescan (lfs) in 2007 alleging that her one touch ultra meter did not power on. On four separate occasions, the patient alleged she had to seek medical attention due to the power issue of her meter. There is no clinical information about three of the occasions. The most recent event was on the same day. At an unspecified time, the patient felt nauseated and attempted to test and was unsuccessful. She contacted the paramedics, and at 1:30 pm, she was tested on the hospital device and obtained a 472 mg/dl and did not receive any treatment. The test strips were inserted test strip all the way into the test strip port. The patient replaced the battery per the owner's manual. The battery was correctly installed. The meter did not power on with the power button. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, the last time the patient obtained a reading on the meter and the other four episodes when the patient had to seek medical attention. The complaint is being reported because the patient alleged that she was having symptoms, and had to seek medical attention 4 different times due to the meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.